Event description:
It was reported that the pump touchscreen was unresponsive. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. During troubleshooting with technical support, it was confirmed that the pump was reset, and the customer continued to use the pump for insulin therapy.